Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of a customer that the as-ifs1, airseal ifs, 120v device was used in an unnamed procedure on an unknown date, and "the device restarted." The outcome was reported as having "no patient/user impact". Further assessment questions were sent, and a good faith effort was made to obtain additional information; however, no response has been received to date. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: block d3 has been updated. Additional manufacturer narrative: neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The service history was reviewed and no relationship to this complaint was found. A device history review (DHR) was requested from the manufacturer, and no indication of abnormalities was communicated. A two-year review of complaint history revealed there has been a total of 37 reports, regarding 37 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that if the connection of the airseal filter tube set with the airseal cannula is interrupted or severed, the system stops and the warning check connection of tri-lumen filtered tube set! Is depicted and a 15 second countdown begins. During these 15 seconds, airseal functionality will automatically restart if the tri-lumen tube set is reconnected to the airseal cannula. Alternatively, insufflation functionality will automatically restart if the single lumen adapter is reconnected to the tri-lumen tube set and to a conventional cannula. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of a customer that the as-ifs1, airseal ifs, 120v device was used in an unnamed procedure on an unknown date, and ¿the device restarted.¿. The outcome was reported as having "no patient/user impact". Further assessment questions were sent, and a good faith effort was made to obtain additional information; however, no response has been received to date. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.